Event description:
Complainant alleged that while attempting to monitor a pt the device did not display an acceptable ECG signal. User checked connections, expiration date and gel consistency with all appearing to be acceptable. User changed electrodes and received an acceptable signal. Complainant indicated that the pt subsequently expired. The electrodes involved in the incident were disposed of and are not available for evaluation.